Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a distal circumferential fracture at the glass cap, and it was protruding from the metal cap, indicating glue failure. The metal cap exhibited debris adhesion on its surface, indicative of tissue contact. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was tested using the forward firing test fixture, the calculated the rate of forward firing was below the threshold for potential patient harm. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that the tip of the fiber was broken from the beginning of the procedure. The laser energy was fired as a front fiber and the tip was not intact. The procedure was completed with another of the same fiber. No patient complications were reported.

Event description:
It was reported that the tip of the fiber was broken from the beginning of the procedure. The laser energy was fired as a front fiber and the tip was not intact. The procedure was completed with another of the same fiber. No patient complications were reported.